Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was difficulty operating the programmer¿s stylus on the screen. A request has been made for screen calibration or a new stylus. There was no patient involvement.